Event description:
Report received from (B)(6) stating that the device had a bent drive shaft. It is unknown if the device was being used during surgery. It is unknown if injury or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
Report received from (B)(6) stating that the device had a bent drive shaft. It is unknown if the device was being used during surgery. It is unknown if injury or medical intervention were reported. There was no additional information provided.